Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: (1)"incident first reported on (B)(6) 2024. Staff in ICU reported how vent quote "suddenly stopped ventilating, patient had to be bagged to support breathing, device taken off of patient, and quarantined until reported to medical physics". After discussing with staff, patient was not harmed, bagging and replacing of vent was successful." (2) health impact: no clinical signs, symptoms or conditions and no health consequences or impact, were reported.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: (1)"incident first reported on (B)(6) 2024. Staff in ICU reported how vent quote "suddenly stopped ventilating, patient had to be bagged to support breathing, device taken off of patient, and quarantined until reported to medical physics". After discussing with staff, patient was not harmed, bagging and replacing of vent was successful." (2) health impact: no clinical signs, symptoms or conditions and no health consequences or impact, were reported.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: additional information: the incident was formally reported on 30 december 2024; however, logfile analysis indicates that the actual event occurred two days earlier, on (B)(6) 2024, during active ventilation. ICU staff described that the ventilator "suddenly stopped ventilating." They attempted to adjust the ventilator settings before switching to a different device, but were unable to provide further technical details. Ventilation continued until the device was manually replaced. No technical events (te) or technical faults (tf) alarms were recorded in the logfiles. There is no evidence in the logs to confirm that ventilation actually stopped. The service technician from (B)(4), our partner, reported that the issue could not be reproduced and no components were replaced. The ventilator passed all service tests and was returned to clinical use. Correction and additional information: update of the imdrf codes in section h6.